Manufacturer narrative:
A ge service rep performed an on site investigation. The control board was replaced during the service call.

Event description:
The customer reported that sometimes an error message was indicated and the c-arm became unable to operate. No pt injury was reported.